Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test. Sensor failed per specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 102 and the sensor glucose was 42, 45 and 58 mg/dl at the time when sensor triggered threshold suspend. The customer¿s blood glucose was 277 mg/dl and sensor glucose was 285 mg/dl at the time of call. It kept trying to suspend. After so many times it did a threshold suspend. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer also states had experienced high blood glucose declined to troubleshoot. The sensor was returned for analysis.